Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection was unable to confirm the customer reported issue, however, the inspection identified a cut on the cable unit. Also, the serial plate is word/faded. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing technician at the user facility that the customer camera head has an image issue, ¿there is no image¿. The customer reported problem was found at reprocessing. No death, injury or harm, was reported to olympus.